Event description:
During prep, prior to inserting in the pt, the pigtail catheters had a hole mid way down the catheters. There was no pt injury. The products were not clinically used in the pt.

Manufacturer narrative:
The product was returned for analysis, but the eval and testing has not been completed. Add'l info will be submitted within 30 days of receipt. This is the first of 2 products involved with this adverse event, which is associated with mfg report #96160099-2006-00713.